Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan alleging that the one touch ultra2 meter displayed the "apply sample" message. The medical surveillance specialist (mss) wrote follow up questions to the technical service representative (tsr) to ask the patient but the tsr could not reach the patient. The patient said the issue started on (B) (6) at 12 pm. She said she continued to take her usual dose of medication which is 14 units of a rapid type of insulin in the morning, about 18 units at noon, and ten units at 8 pm along with glucophage at those times. She also takes 34 units of lantus between 10:30 and 11 pm. It is unknown whether the patient takes her insulin based on a sliding scale. She alleged that on (B) (6) she felt symptoms of fainting, sweating, and weakness. She says she was able to walk but was not able to see clearly. She denied receiving any treatment. According to the troubleshooting performed with customer service, it was not the first time the product was being used. The test strip completely drew in the sample. After walking through a retest, the issue was not resolved. Although the patient's management of diabetes based on meter results is unknown, this complaint is being reported because the patient alleged she could not test with the meter, and subsequently suffered symptoms that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.